Event description:
After an implantation period of approx. 20 months ventricular oversensing was reported.

Manufacturer narrative:
Lead was explanted on (B)(6) 2020 and returned for analysis. The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged by fraying, especially in the distal area, and a short circuit was measured. This damage is with high probability the cause of the oversensing complained about. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without xray images, diagnostic images of any other kind, and more information concerning the patient. Influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, as well as increased physical activity of the patient, especially affecting the upper body. In addition, coagulated blood was found in the inner conductor during the examination, as well as cuts in the lead body 28 cm distal of the df4 connector pin. These are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.